Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system temperature is too high. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes ,investigation conclusion), h10, h11. Corrected fields: e1 (event site name). Additional information: event site telephone: (B)(6). A getinge field service engineer (fse) checked unit and fault code records on-site at the hospital to confirm faults reported by customers for repair. Replace the positive and negative pressure filters and test that the compression pump is working properly. Unit passed the pre-use inspection. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.